Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be identified although it is presumed that the user performed the leakage test with excessive air pressure causing a-rubber to burst. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that during maintenance of this evis gastrointestinal videoscope, the scope had tip and bending section damaged. Upon inspection and testing of the customer returned device, the scope bending section rubber was found ruptured and metal was protruding. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, distal end cap fail stained, distal end adhesive fail discolored, aspiration housing fail color ring worn, air/water housing fail color ring worn, up/down angle control failed, left/right angle control failed, left/right brake knob failed, up/down brake lever failed, raiser lever failed, condition failed, forceps raiser angle failed and not to specification, image alignment failed and out of alignment, up angle failed and not to specification, and water proof cap failed leaking test. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.